Manufacturer narrative:
Product complaint # (B)(4); depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2015, the primary surgery was performed. It is unknown if the j&j products were used or not. The revision surgery was performed on (B)(6) 2015, due to suspected infection to clean and replace the liner and head. The event date is unknown. In 2023, on an unknown date, the patient was seen for suspected liner dislocation. The anti-rotation tabs of the product in question were found to be damaged and deformed in one location each. The event date is unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.